Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed specifications.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer received a lost sensor alarm in addition to calibration errors. Customer's blood glucose was 166 mg/dl. Customer's sensor glucose level was 40 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed specifications.